Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-35 lead, implanted: (B)(6) 2003; 5071-35 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that chronically high thresholds were exhibited with the patient's right ventricular (rv) lead. The clinic will continue to monitor the issue. The rv lead remains in use. No patient complications have been reported as a result of this event.